Manufacturer narrative:
Sc-2366-70/(B)(6): visual inspection revealed that the proximal contact 3 is deformed and flattened. It appears that the proximal array was damaged during the explant procedure. The deformed contact would have prevented the insertion or removal of the lead from the ipg header. X-ray inspection of the proximal array revealed no fractured cables. X-ray inspection of the lead revealed that three cables were completely broken at the bent/kinked from the distal of the lead. The fractured distal array resulted in 3 cable fractures which caused the reported high impedance and inadequate stimulation. It appears that the lead was exposed to excessive mechanical force resulting in the cable fractures, which caused the reported complaint. Sc-2366-70/(B)(6): visual inspection revealed that the lead proximal contact 3 is fractured. X-ray inspection revealed that one of the cables was completely broken at the bent/kinked location of the lead proximal array. The proximal array deformation resulted in cable 3 fracture which caused the reported high impedance and inadequate stimulation. This type of damage most likely occurred during the lead proximal arrays insertion into the ipg port or it could be caused by the use of a surgical tool during the procedure.

Event description:
It was reported that high impedances were identified on the lead which caused the patient to experience inadequate stimulation. Reprogramming was attempted but it did not resolve the inadequate stimulation. The patient underwent a revision procedure in which the two leads were explanted and replaced with two new leads, and stimulation has been re-established. The patient is doing well post operatively. The devices are in route to the manufacturer.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model:sc-2366-70, serial: (B)(4), batch: 17941829.

Event description:
It was reported that high impedances were identified on the lead which caused the patient to experience inadequate stimulation. Reprogramming was attempted but it did not resolve the inadequate stimulation. The patient underwent a revision procedure in which the two leads were explanted and replaced with two new leads, and stimulation has been reestablished. The patient is doing well post operatively. The devices are in route to the manufacturer.